Event description:
It was reported that during an unspecified procedure, a perforation occurred which required the use of a graftmaster stent. The graftmaster stent delivery system (sds) was advanced, but could not cross to the perforation. The perforation was not treated. No additional treatment was performed, and they let the perforation tamponade itself. The patient had a good outcome. Additionally, it appears as though the stent was expired. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Use after expiration. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions for this lot. A query of the complaint handling database revealed no other incidents for failure to advance reported from this lot. A review of the graftmaster label attached to the device history record for this lot was conducted indicating an expiration date of 31-january-2014 and the implant procedure date is (B)(6) 2014. In this case, change request was processed to extend the shelf life 6 months, from 3 years to 3.5 years, which updated the expiration date to 31-july-2014, indicating that the product was used prior to expiration. Based on the information reviewed, there is no indication of a product deficiency.